Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient fell several times, including a fall out of a hospital bed in 2013. The patient was in the hospital for prostate cancer, which was unrelated to the device or therapy. The system felt like it had moved up his back and off to the side. The device pinched the skin and was hurting. The patient wanted it removed. It was a hindrance to his life and prevented him from getting an MRI for his prostate cancer, which was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.